Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced delivery anomaly. Customer's blood glucose was in the 300 mg/dl. Customer reported that insulin pump was not delivering the correct amount of insulin and was under delivering. Customer reported of having to delivery 10 units of insulin when only needed 3 units. After troubleshooting, customer was advised that insulin pump would be replaced as customer did not believe that insulin pump was working as designed.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was programmed 2.0 u/hour basal rate and bolus 1.0 delivery; all delivered and completely recorded. No daily total anomaly noted. The bolus wizard is functioning properly per bolus wizard sample in the user guide, the insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.